Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that symptoms returned. Unable to determine cause. Lead revision. Removed perc leads at t8. Replaced with 977c165 at bottom t11. During implant of new 977cc165 lead, during testing of lead placement there were no impedances out of range. Prior to closing the wound there were no impedances out of range. During closing of the wounds the #8 electrode went out of range. The physician removed, cleaned, and replaced the 8-15 post and it was still out of range. The physician switched ports and the same electrode was out of range. Physician then decided to connect the lead and close the wounds. The new lead sn# is (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID: 977c165, serial#: (B)(6), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI#: (B)(4). Product ID: 977c165, serial/lot #: (B)(4), ubd: 04-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported undermined what caused oor. Lead was cleaned and replaced multiple times and even tried swapping which ports they were plugged into. Unable to resolve. Surgeon decided to implant lead as is and didn't want to replace with another lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Product ID 977c165, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 97791 lot# serial# unknown product type accessory product ID 97791 serial# unknown product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977c165 serial# (B)(6) product type lead h3: analysis of the 977a260 lead (s/n va2cw1n001) revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). At post op appt all impedances within normal range and programming covers all areas of pain.